Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 the saline syringe tip broke off into the foley balloon port while filling balloon. The broken piece was reported to remain in the inflation port. The customer reported that due to this, the foley was removed and a new foley was inserted. No additional medical intervention was reported. No serious injury was reported. There is no sample available from the customer for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Syringe tip broke off and catheter replaced.